Event description:
Event description boston scientific received information that the patient with this pacemaker was not feeling well and therefore, a follow up was performed. During evaluation of the device performance, atrial pacing was observed only at the lower rate limit (lrl) or the maximum sensor rate (msr). Therefore, the device was explanted as it is included within a subset of devices affected by a recent physician notification regarding a hermetic sealing component in the device header and a malfunction of the accelerometer was suspected. A new device was implanted without further incident.